Event description:
A consumer's father reported his son woke up "blind" in the right eye with use of this bottle of product. He stated, he took the bottle of product to a doctor who tested it and found "syphilis cells" in the solution. He reported that his son's eye is "not good" and will need "surgery". The consumer, himself, reported he had used this bottle of product for about a week and a half without any problems. He stated, he woke up on the morning in 2009, and could not see out of his right eye. He reported he did not have any other symptoms. He stated he visited a doctor who told him that he had "syphilis from the contact lens solution" but "did not test the product". The consumer reported the doctor prescribed a sterile topical ophthalmic antibacterial solution (one drop every hour) for treatment. He stated, he followed up with the doctor the following day, and the doctor prescribed a nonsteroidal anti-inflammatory ophthalmic solution (twice daily) to him. He reported his vision was improving with use of the medication, but had not returned to full vision. He stated, he would be following up with the doctor the next day. The consumer reported he wears 2-week replacement soft contact lenses, which he reported replacing "monthly". He stated he does not sleep, swim, or shower in his contact lenses. He reported he has not had any ocular problems in the past. On the date of second follow up, the consumer's ophthalmologist reported, he did not tell the pt that he had "syphilis". He stated, he never said the word "syphilis" and does not know where the pt got his report from. He reported he treated the pt for "bacterial keratitis" with a sterile topical ophthalmic antibacterial solution and the "cornea is coming around". The ophthalmologist stated, the pt is "not blind" but is experiencing "decreased vision". He reported he observed diffuse edema, but no stain on the corneal epithelium. He stated, he has seen the pt three times and plans on referring him to another corneal colleague, if his symptoms do not improve. He reported he did not make any allegations against this product. He also reported, the pt did not bring his bottle of product to his office.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been received for evaluation. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 168119f and no deviations were identified. The chemistry and microbiology test results, environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. There are no similar reports for lot 168119f. A supplemental MDR will be filed when add'l reportable info becomes available. Add'l info was requested from the consumer and his father on 10/28/2009, 10/29/2009, and 11/09/2009 via phone and 10/28/2009 via mail. Add'l info was also requested from the consumer's ophthalmologist on 10/28/2009. 10/29/2009. 11/09/2009 via phone and 10/28/2009 via fax. Completed questionnaires have not been received.